Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was damaged. Also during the implantation of lens, the plunger passed over the lens then the cartridge was disassembled and the lens was removed. The surgery was completed on the same day. Additional information has been requested but is not available at the time of this report.